Event description:
It was reported that the user experienced recurrent low glucose last recorded at 40 mg/dl while using the ilet and requested a return for credit, noting inconsistent meal patterns due to construction work and believing the pump was not a good fit. Investigation of this case revealed a user-reported pattern of low glucose with unclear cause. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.